Manufacturer narrative:
4/15/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a gastrectomy procedure. Reportedly, the staples did not form properly and the instrument was difficult to close. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.